Event description:
Customer reported unexpected negative reactions for antibody screen on a patient sample tested on galileo. The sample was known to contain anti-e and anti-k.

Manufacturer narrative:
Manual testing was performed on the customer's returned sample with retention products. Testing on galileo was not possible due to lack of material. The sample was negative; known in-house samples reacted as expected. Tube testing with retention panocell-10, lot 23490, was performed. The results are below: cell 1 (e neg / k pos) was 4+ at 4°c, 3+ at rt, 1+ at 37°c and 1+/2+ at ict. Cell 2 (e neg / k neg) was negative at all conditions. Cell 3 (e pos / k neg) was (+) at 37°c and negative at all other conditions. Known in-house samples reacted as expected. The customer's complaint appears to be related to the nature of the sample.